Event description:
A falsely depressed c-reactive protein (crp) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The laboratory repeated the test on the same sample and a higher result was obtained in line with physician expectations and reported. Patient treatment was not altered or prescribed on the basis the falsely depressed c-reactive protein (crp) result. There was no report of adverse health consequences as a result of the falsely depressed c-reactive protein (crp) result.

Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the falsely depressed crp result was unknown. It was an isolated incident.